Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with minor scratched lcd window. Device received with missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed a motor error alarm during rewind. Customer's blood glucose was 348 mg/dl. Customer treated high blood glucose with insulin injection. Customer was unable to rewind. Customer will not be returning the device for analysis.